Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of chest pain and mi, resulting in the patients¿ hospitalization. Per the pdrn, causality was attributed to the patient¿s extensive cardiac history, and despite the events occurring during ccpd therapy, no allegation was made against a fresenius device(s) and/or product(s). Esrd patients are considered at high risk for acute coronary events. Furthermore, myocardial infarctions and cardiovascular disease are common among ckd patients and generally multifactorial in origin. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s myocardial infarction. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the events. However, the patient was actively undergoing ccpd therapy when the mi occurred. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having caused or contributed to the serious adverse events. However, without a discharge summary, device evaluation, or treatment record, this clinical investigation cannot disassociate the device from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s spouse reported the patient likely suffered a minor myocardial infarction (mi) during continuous cyclic peritoneal dialysis (ccpd) therapy. During further follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced an mi during ccpd therapy on (B)(6) 2022. The patient¿s spouse dialed 911 after the patient complained of chest pain, and the patient was transported to the hospital by emergency medical services. The patient was admitted; however, the hospital course is unknown due to the patient¿s continued hospitalization. However, the pdrn stated there is no fresenius product(s) and/or device(s) involvement, as the patient¿s multiple comorbidities caused the mi. As of (B)(6) 2022 the patient will be transitioning to incenter hemodialysis (hd), and therefore the patient remains hospitalized for the removal of her pd catheter (not a fresenius product) and insertion of an hd catheter (not a fresenius product).

Event description:
A patient¿s spouse reported the patient likely suffered a minor myocardial infarction (mi) during continuous cyclic peritoneal dialysis (ccpd) therapy. During further follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced an mi during ccpd therapy on (B)(6) 2022. The patient¿s spouse dialed 911 after the patient complained of chest pain, and the patient was transported to the hospital by emergency medical services. The patient was admitted; however, the hospital course is unknown due to the patient¿s continued hospitalization. However, the pdrn stated there is no fresenius product(s) and/or device(s) involvement, as the patient¿s multiple comorbidities caused the mi. As of (B)(6) 2022 the patient will be transitioning to incenter hemodialysis (hd), and therefore the patient remains hospitalized for the removal of her pd catheter (not a fresenius product) and insertion of an hd catheter (not a fresenius product).

Manufacturer narrative:
Additional information: g.1. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. An (as-received) 5600ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient pressure sensor calibration check passed. The mushroom head checks passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The voltage calibration checks passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the inside of the rear panel, on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient¿s spouse reported the patient likely suffered a minor myocardial infarction (mi) during continuous cyclic peritoneal dialysis (ccpd) therapy. During further follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced an mi during ccpd therapy on (B)(6) 2022. The patient¿s spouse dialed 911 after the patient complained of chest pain, and the patient was transported to the hospital by emergency medical services. The patient was admitted; however, the hospital course is unknown due to the patient¿s continued hospitalization. However, the pdrn stated there is no fresenius product(s) and/or device(s) involvement, as the patient¿s multiple comorbidities caused the mi. As of (B)(6) 2022 the patient will be transitioning to incenter hemodialysis (hd), and therefore the patient remains hospitalized for the removal of her pd catheter (not a fresenius product) and insertion of an hd catheter (not a fresenius product).

Manufacturer narrative:
Corrected information: a.6. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.